Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery attachment stopped and did not work again in any way. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. Device is used for treatment a definitive root cause cannot be determined. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.